Event description:
Clinical laboratory personnel reported burning close to the wash station of their tabletop in vitro diagnostic instrument. Personnel extinguished burning using water. No injury to personnel.